Event description:
It was reported that the insulation was torn off during needle placement. The surgeon was unable to retrieve approximately 1cm of the insulation from the pt.

Manufacturer narrative:
(B) (4): the needle was not retained for eval. A review of the device history records did not identify any applicable nonconformance to spec. With the available info, a cause of contributing factor cannot be identified.